Event description:
Patient reported rupture and pain. Additionally reported was infection, chills, vomiting, and fever which have been deemed not related to the device. The patient had to go to the emergency room for treatment. Affected side is right. The device has been explanted.

Manufacturer narrative:
Clarification to b3: date of "3 weeks ago" was reported. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.